Event description:
Per the clinic, the patient experienced pain/non-auditory sensations with the device and wound healing issues at the implant site, resulting in partial exposure of the implant body. It was also reported that, the wound issue was related to a magnet that was too strong, which caused the skin above the implant to open. Subsequently, the device was explanted with revision of the implant bed on (b)(6) 2026. There are no plans to re-implant the patient with a new device as of the date of this report.